Manufacturer narrative:
During a follow-up on (B)(6) 2016, it was confirmed that the customer does not remove air from the cartridge. Additionally, review of the pump data logbook showed that the customer occasionally overfills the cartridge. Recommendation was made to follow the proper load technique when loading a cartridge. The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. It also instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent minimum fill messages. Reportedly, the cartridges were filled with about 300 units of insulin. The customer reported blood glucose level ranged around 400-402 (mg/dl), which was addressed with manual injections. As the customer did not have additional insulin available during the time of the call, the customer reported manual injections would be used as alternate insulin therapy. During a follow-up call on (B)(6) 2016, the contact reported being able to load a new cartridge successfully.